Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the white (B)(4) stapler reload involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the curved-tip 30 stapler 30 instrument had remnants of the staples that were getting stuck in the jaws of the instrument each time it was fired. The customer had to double check the stapler to make sure no staples were stuck before they were reloaded; otherwise, it would not let them reload it properly. The staples were still stuck after use of the instrument was completed. This was an issue when sending the instrument for reprocessing. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The curved-tip 30 stapler instrument and the stapler white reload were analyzed and found the following: for the reload, there was no reported complaint against this part. The reload was returned unfired. No damage was found. The reload was installed in an in-house instrument then placed on an in-house system. The reload was fired without issue. All the pushers were deployed, and the staples formed onto the test sheet. The blade was at the distal end and not exposed. For the stapler instrument, failure analysis investigations confirmed but did not replicate the customer reported complaint. Failure analysis found the primary failure of reload recognition failure to the blades to be related to the customer reported complaint. The stapler instrument was found to have multiple reload recognition failures based on a review of the logs. The logs show error 1164 with p1 = 80. The log event error states: "the dlu pins inside the stapler jaws crotch are shorted, or the pins on the stapler cartridge are shorted. This may be due to a staple stuck in the stapler jaws crotch or a bad stapler cartridge." The stapler instrument was inspected and found no stuck staples on the dlu pins. The stapler instrument was placed and driven on an in-house system with an in-house blue reload installed. The stapler instrument passed initialization. The in-house reload was recognized. The stapler instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The stapler instrument clamped, fired and unclamped without any issues. The complaint was confirmed by failure analysis.